Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. An image was sent by the customer. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
On (B)(6) 2015, a 6f angio-seal vip device was successfully used to achieve hemostasis. The angio-seal was located in the common femoral artery. A pre-deployment angiogram was performed and no calcification was found. On (B)(6), the patient was presented to the hospital with pain in the groin. An ultrasound showed a 75% narrowing at the location of the angio-seal deployment. Surgery was performed on (B)(6) 2015. There was a 75% occlusion at the angio-seal site. There was also a small dissection proximal to the angio-seal and thrombus on the angio-seal. The patient was stable after the surgery.